Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed occlusion testing. There was no patient involvement.

Manufacturer narrative:
D9: device received on 11/15/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the reported issue of failed occlusion test was not confirmed. However, the device's downstream occlusion (dso) seal was found to be separating from the bezel. The dso seal was replaced to fix the issue.